Event description:
Information was received from a consumer regarding a patient's external infusion device. On 2020-may-04, it was reported that when the patient uses their personal therapy management programmer (ptm) to deliver a bolus, the patient's handset would quickly process to "91%" and then would take a moment for the completion to 100% successful. However, for the last 3 weeks to a month, likely starting in april, the delay seemed to be getting longer and longer each time the patient delivered a bolus. It was confirmed that the ptm would always eventually indicate the bolus was successful, but the delay to 100% continues to get worse. The consumer spoke with the patient's healthcare provider and a manufacturer's representative on the date of the report about the issue and they recommended replacing the communicator. No symptoms were reported. No further complications were reported. Additional information received from a consumer reported the patient received the replacement communicator however the issue they called about was not resolved. Caller wanted to get the issue of the handset freezing at 91% resolved because patient was stage 4 cancer patient.

Manufacturer narrative:
Continuation of d10: product ID: hh90t01, lot#serial#: (B)(6), product type: mobile platform, product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.